Event description:
A malfunction alarm occurred, identified as malfunction code 24. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).